Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. Customer received a low battery alert prior to replace battery alert, the battery cap was loose. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 4.11e. Retainer ring = black. Customer returned pump for an alleged battery cap damage, unexpected battery power loss or replace battery alert/replace battery now alarm and low battery life or low battery alert found on sept 11, 2021. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 18:51:00.000 ,(B)(6) 2021 08:23:00.000 ,(B)(6) 2021 02:38:00.000, (B)(6) 2021 14:43:00.000, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 19:18:36.000, (B)(6) 2021 11:55:47.000 ,(B)(6) 2021 06:16:36.000 ,(B)(6) 2021 14:58:57.000, and replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 11:36:00.000 ,(B)(6) 2021 06:07:00.000. Pump was cut open to perform visual inspection and found corrosion on the vibrator assembly. No corrosion or moisture damage found on the pcb1, pcb2, force sensor and motor assembly noted. The original pcb2 was installed in a test pcb1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb1 was installed in a test pcb2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcb2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case and a broken belt clip rails. Unable to confirm battery cap damage due to pump received without the original battery cap. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcb2. During visual inspection, found corrosion on the vibrator assembly.